Manufacturer narrative:
A ge service representative performed an on site investigation. The system was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system locked up during subtraction runs. There was no patient injury or death reported.